Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger antenna was getting really hot when charging. There were no error codes, but when it gets really hot the stimulation turns off and he has to let it cool down before it turns back on. Recharging statistics were reviewed and there were no minutes above temperature. The highest temperature recorded was 36.8 degrees celsius. It was getting hot at the recharge/implantable neurostimulator site during the recharge session. This had been occurring starting after a MRI in (B)(6) of 2016. A replacement antenna was sent, but it was still getting hot. The implantable neurostimulator recharger was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from the patient that reported that the patient was able to charge after receiving the new charger. There were no issues with the new charging system. It is unknown what caused the heating issue with the original charger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.